Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part:04.211.046s lot:7l54917 manufacturing site: werk selzach supplier:früh verpackungstechnik ag release to warehouse date:23 nov 2020 expiration date: 01 nov 2030 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.046 non-sterile lot # 76p0738 manufacturing site: werk selzach supplier: synthes USA hq, inc release to warehouse date:05 nov 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that, the patient underwent an orif surgery treating distal humerus with the screws in question on (B)(6) 2021. After surgery, on (B)(6) 2023, a removal surgery was performed as bone fusion was achieved. Surgeon confirmed by x-ray, that there are no pieces in the patient. Procedure was completed successfully with one-twenty(120) minutes of surgical delay. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 46mm. This is report 1 of 4 for complaint (B)(4).